Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor coupling. After attempting a recharge session, there was a poor coupling screen. It was noted that the patient did not use a belt. She was seeing 4 boxes and that was the most she had ever had. Turning the dial did not improve coupling. Repositioning the antenna did not resolve the issue. Now it dropped to none. Attempting an antenna locate (al) and then a recharge session did not resolve the issue. The patient felt the pocket and "something was not where it should be." The pocket seems to be bigger or the implantable neurostimulator (ins) was now too high because it seemed to be lower before. No symptoms reported. The poor coupling started since implant and something having moved in the pocket was noticed on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.